Event description:
It was reported the 6947 lead had high thresholds and out of range impedance. The pace/sense portion was capped and replaced with a new lead. The high voltage portion remains in use. No patient complications were reported as a result of this event. It was also reported that after several repositionings during implant attempt of a new 5076 lead, impedance measurements and thresholds were still high. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found, proximal conductor distorted, and damaged at implant.